Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-d/serial number (B)(6) was conducted, which confirmed that there were no non conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), sj-ifu0101-00, rev. B, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder or prostate capsule perforation o bleeding section 8.32 states the following: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) balloon catheter in bladder with bladder neck traction balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding and bladder perforation as a potential risk of aquablation therapy and provides adequate instructions on how to achieve appropriate hemostasis. Based on the review of the information provided plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware of a bladder perforation post-aquablation therapy. Prior to aquablation therapy, the patient underwent a bladder stone removal via laser. During the laser treatment, the patient unexpectedly moved in a significant manner that shifted the prostate, which was noticeable on the ultrasound monitor. The treating surgeon instructed the anesthesiologist to keep the patient in deeper sedation to limit further movement. After the removal of the bladder stone, aquablation therapy was performed successfully with two (2) treatment passes. Upon hemostasis, the treating surgeon stated that the resectoscope outflow was not draining properly and used a luer-lock syringe to resolve it, which was unsuccessful. This resulted in the bladder filling with irrigation more quickly than normal and required the bladder to be drained more often by removing the inner working elements of the resectoscope. The bladder began to rapidly and forcefully drain saline through the channel at an accelerated rate. Hemostasis was achieved once the saline flow was off and a three-way foley catheter and a catheter guide were inserted. After confirming that the catheter was inserted properly using the transrectal ultrasound (trus) probe, the treating surgeon noticed that the patient's abdomen was distended and called a colleague to assist. A flexible cystoscope and cystogram were used to visualize the bladder and a perforation was observed. An on-call surgeon was then called to perform an open exploratory laparotomy. One (1) unit of blood was transfused due to the patient's drop in blood pressure during the procedure. A dime-sized hole was found in the upper dome of the bladder and approximately twenty-four (24) liters of fluid were evacuated from the patient's abdomen. The perforation was sealed with a suture and the patient's vital signs resumed to normal levels. The patient was placed in the intensive care unit (ICU), is off continuous bladder irrigation (cbi), and is recovering in stable condition at the hospital. No malfunction of the aquabeam robotic system was reported.